Manufacturer narrative:
Pt's weight corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the patient had no history of mental illness/depression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp of a clinical study indicating the event was possibly related to the device or therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had a worsening mood. The patient revealed how depressed they feel in the clinic on (B)(6) 2019. The patient has no energy and they don't feel like doing anything. Sometimes they feel like dying. Their mood was down. The patient was currently on cymbalta 90 mg daily. The hcp would like the patient to continue this and try cognitive behavioral therapy to see if depression improves. It was indicated that this event was related to the device/therapy, however, it was unrelated to the implant procedure. The event was ongoing. No further complications were reported as a result of this event.